Event description:
A customer reported via phone call indicating that they experienced high blood glucose levels of 400 mg/dl, but quickly dropped to 32 mg/dl after using insulin shots. The alarm occurred after a battery change. The customer cleared the alarm and was assisted with programing the date and time in the insulin pump. The customer was informed that the alarm is a normal insulin pump function. The customer noticed that the batteries seem to be draining quickly. The customer was advised to call back if the issue were to occur again so that the incident can be documented. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.